Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated that they observed a loose connection but stated no leak occurred. The technical service representative (tsr) had the hp close the clamps to the bags, patient line, and transfer set. The tsr had the hp cycle power and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Therefore, the reported problem could not be verified. However, a loose connection was reported and is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.